Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. According to additional information, this lead was explanted due to elevated shock lead impedance values. The lead is not being returned to boston scientific. No additional adverse patient effects were reported.